Manufacturer narrative:
The customer was referred to the rental station from which she rented the pump to get a replacement. On (b)(46 2018, the customer contacted medela (B)(4) a second time, indicating that the rental station referred her to medela and additionally alleging that she had clogged ducts and mastitis several times due to the low suction on the symphony rental pump and that she was unable to breastfeed her baby because of poor latch. Medela made arrangements with the rental station to replace the pump and to return the customer's original pump for testing/analysis. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she had developed mastitis three times starting the week of (B)(6) 2018 and was prescribed an antibiotic each time. She indicated that the mastitis has since resolved and she had just finished the antibiotics. Additionally, she stated that her engorgement was resolved because she was using a friend's pump until receipt of the replacement pump from the rental station. In additional follow up with a complaint handler on (B)(6) 2018, the customer confirmed that she received the replacement pump from the rental station. The original pump was received from the rental station on 09/13/2018, but has not been evaluated as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she was engorged because her symphony rental breast pump had low suction.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6)2018. Though minor cosmetic issues were identified on the membrane and left and right seal lids, the device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed.